Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, the valve was placed at a depth of 6 mm and compl ete heart block was noted. A permanent pacemaker placement was scheduled for a later date.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012289396); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-29 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that 1 day following the implant of the valve, a cerebral infarction occurred.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, the valve was placed at a depth of 6 mm and complete heart block was noted. A permanent pacemaker placement was scheduled for a later date. Additional information was received from the physician indicating that the pacemaker was implanted approximately one week after the valve implant procedure.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, the valve was placed at a depth of 6 mm and compl ete heart block was noted. A permanent pacemaker placement was scheduled for a later date. Additional information was received from the physician indicating that the pacemaker was implanted approximately one week after the valve implant procedure. Additional information was received that 1 day following the implant of the valve, a cerebral infarction occurred. Additional information was received that the stroke was confirmed based on patient symptoms. Per the physician, the cause of the stroke was related to the delivery catheter system (dcs); however, the stroke was not related to the valve. The patient's calcified anatomy was noted as a contributing factor to the stroke.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.